Event description:
During admission, when the ICU and ccu were at the bedside and the intra-aortic balloon pump (iabp) was working , the machine made a large high pitched noise. This noise wasn't familiar to any of the nurses. The iabp continued to pump. It was decided among the primary nurse and the doctors that the machine should be switched out immediately. The new iabp was brought to the bedside and started. The patient never dropped his blood pressure throughout the alarm or the switch out of the pump.